Event description:
In 2001 the user facility's logistics/ICU team leader informed the MFR's sales representative of the following: physician placed catheter, flushed and hep locked with no indication of trouble. Dialysis nurse came to perform dialysis and once catheter was hooked up and turned on the pinhole became evident. Tape was wrapped on the extension line where pinhole appeared to be able to continue treatment. Physician is considering removing this catheter and if so will return to the MFR.